Event description:
It was reported that the patient experienced an explant of an artificial urinary sphincter(aus) due to a hematoma. The patient then had a new aus implanted on (B)(6) 2020. A patient outcome of fully recovered was reported.